Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that six days following an intraocular lens (iol) implant procedure, the patient developed inflammation due to toxic anterior segment syndrome (tass) and was treated with steroids. Symptoms are continuing and the lens remains implanted.